Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited insulation damage and shock impedance measurements elevated but within range during a generator change procedure for this patient. It was noted that there was difficulty removing the lead, and the physician decided to repair the lead rather than proceed with extraction. Further revision was not performed due to the advanced age of this patient. This rv lead remains in service. No additional adverse patient effects were reported.